Event description:
Customer notes defective 420172-07, lot m10120704 965 - tips are not together (nothing fell into the patient, no patient harm). (B)(6) - nephrectomy no isi rep present.

Manufacturer narrative:
Complaint tips are not together is confirmed. One grip is bent, causing side to side misalignment of grips. There is a .068" offset at the tips. Bent grip has separation of the yaw pulley and pulley cover at the glue joint, indicating overloading at the tip. Electrical continuity passed. Instrument has 7 uses left. Additional finding: scratches on main tube. Distal end of main tube has various scratch marks with light material removal. Suggesting the may have been caused by instrument collisions or rough handling.